Event description:
In 2006 a patient lost 450-500cc of blood, when the 125 cc centrifuge bowl in an xt-125 procedural kit ruptured during cycle 2 of an extracorporeal photopheresis (ecp) treatment on the uvar xts photopheresis system. A blood leak alarm occurred. The operator reported about 350 to 400 ml of red blood cells leaked from the cracked centrifuge bowl in cycle 2 of the treatment. The treatment was aborted. The drain bag was filled with blood, and blood was also pulled into the vacuum pump. The operator inspected the kit and reported the centrifuge bowl cracked along half of the circumference at the bottom. The operator did not notice any shipping damage to the kit or the packaging. The blood leak alarm sounded confirming the leak detector in the instrument performed properly. The centrifuge bowl was not returned. The data key records certain treatment information which showed that the priming sequence and cycle 1 were normal. It also showed a blood leak in cycle 2. Haemonetics has confirmed that no other incidents of this type of leak have been reported in the lots of centrifuge bowls that were used in this lot of xt-125 procedural kits.